Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that an alert was received via remote monitoring due to the device triggering end of life (eol). Premature battery depletion as alleged. The device was explanted and returned. The patient had not received any shock therapy from this device. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received via remote monitoring due to the device triggering end of life (eol). Premature battery depletion as alleged. The device was explanted and will be returned. The patient had not received any shock therapy from this device. No additional adverse patient effects were reported.